Event description:
It was reported that beginning in (B)(6) 2012, the patient experienced episodes of withdrawal; specific symptoms included: flushed skin, diaphoresis and tachycardia with heart rate of 200 beats/minute. The withdrawal symptoms alternated with overdose symptoms which included: bradycardia with heart rate of 40 beats/minute and non-responsive level of consciousness. The symptoms appeared to be positional; the patient experienced withdrawal when sitting upright and overdose when lying down. In (B)(6) 2012, a catheter dye study and rotor study were performed. Both tests did not indicate any issues with the device system. A bolus of baclofen was programmed via the pump; the reporter indicated that according to the patient's mother, the patient did not respond to the given dose. The patient required 8 days of hospitalization due to the symptoms of overdose/withdrawal. The patient was hospitalized and was "doing ok." A catheter issue was suspected. The surgeon performed a catheter replacement on (B)(6) 2012. During surgery, the distal (spinal) and proximal (pump) catheter segments were disconnected at the pin connector at the spinal site. There was a sluggish retrograde flow of cerebral spinal fluid from the distal segment. The neurosurgeon chose to replace the entire catheter. A catheter segment remained in the intrathecal space; during attempted removal, the catheter got hung up on a wire from the patient's spinal fusion. The patient was stable. The patient no longer required the as-needed medications for his spasticity and managed to be placed on a 4-hour dosing schedule of baclofen. On (B)(6) 2012, the patient's infusion rate was increased from 125 mcg/day to 160 mcg/day on simple continuous infusion mode. The pump was delivering lioresal.

Manufacturer narrative:
Analysis of the proximal and distal catheter revealed no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter.